Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not reproduced, it is likely water invaded the scope connector as evident by the discolored water detection sticker, which led to a short circuit in the circuit board, and resulted in the displayed error message. Additionally, it is also likely that water invaded the device due to the vent connector on the scope being kept open. It was noted that the screw (bis) assembled inside the connector on the endoscope side of the maj-821 was not screwed to the end. As a result, the projected part inside may not have been sticking out enough and the vent connector was unable to open and close normally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the zoom did not operate smoothly due to a malfunction of the zoom mechanism, the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the curved rubber adhesive part was cloudy, the air/water nozzles were clogged and drain function was reduced, the tip cover was crushed, the objective lens adhesion part was cloudy, the lighting lens adhesion part was cloudy, water coverage was recognized on the electrical connector, the paint of the suction cylinder was peeling, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported a e315 unsupported scope error message was displayed on the evis lucera colonovideoscope when preparing the scope for use. The type of procedure was unknown. There was no delay in the procedure and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.